Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed leakage current test. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical canada for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling and leakage/electrical safety testing without duplicating the report. The four analog board shields were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.